Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the one touch ultramini meter¿s casing was damaged. The sr. Medical surveillance specialist contacted the patient to obtain and verify information, however was unable to reach her by telephone. The smss classified the complaint based on the information provided to customer service. On (B)(6) 2013, the patient noted the reported meter¿s casing was broken and damaged and came apart; she was unable to use it to obtain a blood glucose reading. The patient noted that one day prior, she experienced the symptoms of nausea and sweating. The patient took the action of consuming less food and drink. The patient reported the blood glucose reading of 123 mg/dl at 5:30 am on (B)(6) 2013 and the result of 170 mg/dl at 5:30 am on (B)(6) 2013. The patient manages her diabetes with unspecified doses of novolog insulin and lantus insulin. The meter was replaced. It would have been helpful to determine if the reported symptoms were indicative of hypoglycemia or hyperglycemia, if the patient sought any medical attention, if the patient continued to take insulin despite not being able to test her blood glucose levels, and if she received any treatment for her symptoms. However, as the patient allegedly suffered symptoms suggesting severe injury while not being able to test her blood glucose level due to the meter issue, this complaint is being reported.